Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a leaky valve. The patient's blood was flowing back into it when there was no dilator in it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. There was no patient consequence reported. The device was inspected and the dilator, valve, brim cap were missing from the hub, brim residues were observed on the hub. Also, the hemostatic valve and friction ring were detached due to the same brim cap separation, all these components came off together because of the brim cap breakage. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the brim cap damage cannot be determined; however, an internal corrective action has been opened to investigate this issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/26/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001065 number, and no non-conformances was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. In addition, the biosense webster, inc. Product analysis noted that the hemostatic valve and brim cap were missing. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a leaky valve. The patient's blood was flowing back into it when there was no dilator in it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. There was no patient consequence reported. The leaking hemostatic valve was assessed as a reportable malfunction. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on april 19, 2019 that the dilator, hemostatic valve and brim cap were missing. The hemostatic valve issue remains a reportable issue. In addition, the brim cap missing was also assessed as reportable. The awareness date for the reportable brim cap issue was april 19, 2019.